Manufacturer narrative:
During a follow - up with the user facility, it was confirmed that: the intended procedure was diagnostic. The customer also confirmed that reprocessing was performed according to the instructions for use (IFU) however, the evaluation finding of foreign material was assumed to be due to insufficient reprocessing post procedure. The investigation is ongoing. A final report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified and a definitive root cause could not be determined. User can detect the suggested event properly by handling the device in accordance with the following instructions for use (IFU): "inspection of the instrument channel" olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the device evaluation it was observed that there was no angulation when the control knob was turned. Additionally, the angulation in the up direction was out of standard due to wear of the angle wire. Also, stiffness in then angulation was not operating due to a worn stiffness ring. Upon further inspection, foreign material was observed blocking the channel due too insufficient cleaning or handling of the scope. It was also observed that the screen was partly dark due to a scratch on the charge-coupled device lens. A crease was also observed on the charge-coupled device lens. It was observed that the light was dark due to a scratch on the light guide bundle. It was also observed that the adhesive part of the bending section cover was broken. It was observed that that the coating of the connecting tube and universal cord was peeled off. Crumple was also observed at the connecting tube and universal cord. It was also observed that switch 2 had a crease and switch 1 was deformed. It was observed that the suction cylinder was cut off. A crease was observed at the plug unit. It was also observed that the air and water cylinder was deformed. It was observed that the distal end was worn. It was also observed that the adhesive around the objective lens and light guide lens was worn. Lastly, corrosion was observed inside of the body control unit. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The field service engineer (fse) reported to olympus on behalf of the customer, the evis lucera elite colonovideoscope control knob does not move when operated. The reported issue occurred during preparation of use for an unknown procedure. The procedure was subsequently completed with a similar device with no delays. There was no patient/user harm or injury reported due to the event. Upon device return and evaluation, it was observed that foreign material was blocking the channel which, is a reportable event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.